Manufacturer narrative:
Health hazard eval (hhe) was completed.

Event description:
Only 2 (two) out of 9 (nine) connectors of the tigerpaw system ii device were engaged. Sutures were used to complete procedure. There were no pt negative effects.